Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was 198 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On 14 september 2022, the distributor reported the additional information: the pump history was checked and it was determined that the pump did not experience an unexpected shutdown issue. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.